Manufacturer narrative:
On 11-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. The patient's blood pressure dropped after going left-sided and while making a left atrial map. The pericardial effusion was discovered and confirmed with intracardiac echocardiography (ice). No ablation had been performed and the ablation was aborted. The medical intervention provided was a pericardiocentesis. The physician's opinion on the cause of the adverse event is that it was procedure related. The patient improved, however, required extended hospitalization. Patient was intubated for an extra day and the pericardial drain was removed after 48 hours. The patient's international normalized ratio (inr) was 2.7. Activated clotting time (act) was greater than 300 once heparin was given in the left atrium and was reversed to 180. The fluid removed from the pericardial sack during the adverse event was indicated to be venous blood.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. The patient's blood pressure dropped after going left-sided and while making a left atrial map. The pericardial effusion was discovered and confirmed with intracardiac echocardiography (ice). No ablation had been performed and the ablation was aborted. The medical intervention provided was a pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-jan-2025, additional information was received indicating the soundstar and webster cs catheter were also in the body during the time of the adverse event. Note: both of these items had already been reported as concomitant products in the 3500a initial medwatch report. The octaray mapping catheter continues to be the most suspected device for this event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).